Event description:
The blood glucose dispplay would either go blank or display an error; however when inserting an unused test strip, the device generated a result of lo without being dosed with blood. Reporter stated performing a test afterwards and the result was 121 mg/dl. Reporter indicated that treatment was not applicable in this particular event and the test strips being used are expired. A request was made for the return of the suspect device and replacement product was sent.